Manufacturer narrative:
The insulin pump was received with a radio frequency pic failed self-test alarm and was unable to communicate with the test blood glucose meter due to a faulty connector on the radio frequency board. The device had minor scratches on the lcd window, cracked case at the display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's blood glucose level was 380 mg/dl. Troubleshooting for the alarm was performed. Customer's alarm history showed the radio frequency pic failed self-test alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.